Event description:
Review of programming history revealed high impedance. Programming data was only available from follow-up on (B)(6) 2015. System diagnostics on (B)(6) 2015 yielded impedance of 5767 ohms (high lead impedance). Device was disabled on (B)(6) 2015. Review of data showed that there was a >25% change in impedance on (B)(6) 2015, where the impedance changed from 3767 ohms to 5812 ohms. No additional relevant information has been obtained to date.